Manufacturer narrative:
The reported meter/reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter/ reader and no issues were observed. Meter/reader powered on with button and test strips. Control solution testing has been performed and all results were within range specification. This issue is therefore not confirmed.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A caller reported that on (B)(6) 2020, the customer became disoriented and upon glucose check, a reading of 279 mg/dl was received and experienced a loss of consciousness. The paramedic was called and upon their arrival, a blood glucose reading of 38 mg/dl was obtained on their device. The customer was diagnosed with hypoglycemia and was treated with peanut butter and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Dhrs for the fs freedom lite meter were reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose issue was reported with the use of the adc glucose meter. A caller reported that on (B)(6) 2020, the customer became disoriented and upon glucose check, a reading of 279 mg/dl was received and experienced a loss of consciousness. The paramedic was called and upon their arrival, a blood glucose reading of 38 mg/dl was obtained on their device. The customer was diagnosed with hypoglycemia and was treated with peanut butter and orange juice. There was no report of death or permanent injury associated with this event.